Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high and low blood glucose and was not sure why. Customer's blood glucose was in the 200 mg/dl. Customer reported of having low blood glucose of 45 mg/dl. Customer also reported of programming a bolus of 50 carbs and bolus exceeded the bolus advised. Customer reported of not having a healthcare professional at the moment. Troubleshooting was performed on insulin pump. After troubleshooting, insulin pump passed high pressure test. Customer was advised that insulin pump was working as designed.